Event description:
A product liability claim was raised out of the use of a durom us acetabular component. It has been reported that the patient received a durom us acetabular component 52/46 l on the right side of the (B)(6) 2007 and underwent revision surgery on (B)(6) 2012 due to pain and elevated cobalt'/chromium level in blood. It was also reported that the patient is significantly overweight.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).